Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized. The blood glucose level was not reported. The contact thought that the customer may have forgotten to remove the needle guard on the infusion set; however, this was not confirmed. The contact did not have further information regarding the hospitalization event. Although multiple attempts were made to contact the customer for more information, the customer did not reply to the requests.